Event description:
The customer reported that the insulin pump had external ram crc error, unexpected restart and blank display. Troubleshooting was done. Customer's blood glucose was 200 mg/dl. It was found that after the customer inserted new battery an alarm occurred. Due to the amount of unexpected restart alarms and insulin pump having blank display the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.